Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were out for lunch and experienced hypoglycemia. The patient stated the cgm was displaying high and performed a finger stick but could not recall the values. The patient stated they know their body and was taken to the hospital where his bg was reading 37mg/dl. The patient was treated with fast acting sugar and was released the same day. It was indicated that the patient experienced another inaccuracy and continued to wear the sensor for the full 7 days of use. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.